Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, there were issues with loading or firing of clips. When the surgeon squeezed the handle there was a loud pop and the round knob that turns at the base of the device popped loose. The trocar stopped it from hitting the patient, but it was strong enough to tear surgeons outer glove. A second device was pulled from the shelf, the doctor got a new pair of gloves and the case was completed with no further incidents.